Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7080852/7081289.

Event description:
It was reported that the patient underwent a blood patch procedure due to an ongoing headache. No device malfunction was suspected. All components were explanted and will not be returned per hospital policy.